Event description:
It was reported that during the use of the product, an air leak alarm went off. The tube was changed to a new one. Air bubbles were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The inflation test was repeated on the received sample. It was found that sample cannot pass this 12 hour test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. The root cause of the reported issue was found to be due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use. No actions were taken.